Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical lung cancer procedure, while being applied in the lung, the device was unable to fire and the handle was difficult to be squeezed even when the green button was pressed. A new device was used in order to complete the case. No patient injury.